Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a blank display. The display was observed to be damaged and cracked in multiple places. The damaged display was replaced with a test display, and the test display was fully functional. Unrelated to the complaint, investigation revealed that the contrast, up arrow, and down arrow keypad buttons were intermittently unresponsive. There was evidence of contamination found under the contrast, up arrow, and down arrow key contacts. Investigation also found that the vibration motor was unresponsive.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was damaged when the patient fell while wearing the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.